Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00133 to 3003853072-2019-00142.

Event description:
It was reported that during the procedure the threads of eight plugs were damaged and the tip of two final screwdrivers fractured, all broken pieces were retrieved. An alternate driver and alternate plugs were used to complete the case. There was no reported patient harm or surgical delay. This is report one of ten.

Manufacturer narrative:
The returned blocker was evaluated. Visual inspection revealed that the blocker had outer thread damage. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The damage is consistent with cross-threading the blockers into the mating pedicle screws during attempted installation.

Event description:
It was reported that during the procedure the threads of eight plugs were damaged and the tip of two final screwdrivers fractured, all broken pieces were retreived. An alternate driver and alternate plugs were used to complete the case. There was no reported patient harm or surgical delay. This is report one of ten.